Manufacturer narrative:
(B)(4). Implant date - unknown date in 1994. Concomitant medical products - unknown head p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to poly wear approximately 23 years post-implantation. The femoral head and liner were revised. Follow up for additional event details was performed with no further information available at this time.